Manufacturer narrative:
(B)(4) it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and atrial fibrillation, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was obtained as follows: on 08/02/2015 a 3.0x28mm xience alpine stent was implanted in the proximal left anterior descending (lad) coronary artery, 80% stenosed lesion. On (B)(6) 2015, the patient was admitted to the hospital for angina and atrial fibrillation. On (B)(6) 2015, the patient was discharged home.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015 a xience stent was implanted in an unspecified coronary artery lesion. On (B)(6) 2015, the patient was re-admitted to the hospital for an unspecified coronary vascular symptom. No other treatment was provided. There was no additional information provided.